Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was be repositioned. The patient was doing well postoperatively.